Manufacturer narrative:
Explant date: not applicable; iol remains implanted. Initial reporter telephone number: (B)(6). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The manufacturing record review was performed. No deviation or non-conformance report (ncr) was identified for the complaint type reported or related to the initial report information when this production order was manufactured. The documentation shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted.

Event description:
We received a report that during the implantation of a tecnis toric zct2250200 intraocular lens (iol) the haptics emerged with the haptics stuck to each other on the optic surface. The surgeon tried to manipulate them but caused damage to the anterior capsular bag. In follow up it was clarified the damage was a small tear in the anterior capsule. Once unstuck, one haptic opened in the bag and the other outside the bag. There was no incision enlargement or vitrectomy performed. The surgeon opted to leave the iol in this position as rotating may have risked further tearing the anterior capsule. Patient outcome is unknown but it is noted that the patient is at higher risk of posterior capsular opacification, potential for rotation, and refractive error.